Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: as reported, during a ureteroscopy, part of the coating separated from the 'urostream hydrophilic wire guide'. The coating separated from the wire guide while it was being removed from the semi rigid scope after accessing the kidney. It was reported that part of the wire guide coating was retrieved during the initial procedure and part of the coating was left inside the patient. As reported, the patient did not require any additional procedures due to this occurrence. The product did not cause or contribute to the need for additional procedures. Reviews of the complaint history, instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed nor could a search for other complaints from the product lot due to lack of lot information from the user facility. Because evidence from the complaint file, and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions ¿ manipulation of the wire guide requires appropriate imaging control. Use caution not to force or overmanipulate the wire guide when gaining access. ¿ when using the wire guide through a metal cannula or needle, use caution, or damage may occur to the outer coating of the wire guide. Based upon the available information, no product returned, and results of the investigation, cook has concluded a specific cause of the complaint cannot be established. It was not possible to rule out procedural issues as contributing to the complaint. It was reported the wire guide was being removed from the semi-rigid scope after accessing the kidney; it is not known if there was any resistance. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, part of the coating separated from the 'urostream hydrophilic wire guide'. The coating separated from the wire guide while it was being removed from the semi rigid scope after accessing the kidney. It was reported that part of the wire guide coating was retrieved during the initial procedure and part of the coating was left inside the patient. As reported, the patient did not require any additional procedures due to this occurrence. The product did not cause or contribute to the need for additional procedures.